Event description:
The customer reported that the pump screen was scratched, affecting the ability to see graphs and blood glucose readings. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.